Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 20039e, batch no: 20065647. It was reported that some pigtails in IV start kits are faulty because they are not able to flush saline through. Verbatim: the nurses are saying some of the pigtails in our IV start kits are faulty. They can screw on the syringe, however they are not able to flush saline through and have to open a new kit to get a new pigtail. It has happened several times.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: two samples were returned by the customer. It was reported that some pigtails in IV start kits are faulty because they are not able to flush saline through. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. Both sets were unable to be flushed. After multiple attempts to flush the sets, they were eventually able to be flushed. The custom complaint can be verified. A device history record review for model 20039e, lot number 20065647 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20065647 regarding item #20039e.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 20039e, batch no: 20065647. It was reported that some pigtails in IV start kits are faulty because they are not able to flush saline through. Verbatim: the nurses are saying some of the pigtails in our IV start kits are faulty. They can screw on the syringe, however they are not able to flush saline through and have to open a new kit to get a new pigtail. It has happened several times.